Event description:
It was reported that the caller experienced a cgm error and sought assistance. There was no adverse impact to the customer's blood glucose level. The caller received guidance from technical support on performing a pump reset, which resolved the issue and allowed for a successful start of the sensor session.